Event description:
Affiliate reports that the dr was informed that the eds3 was not draining, and the csf was not reaching the drainage bag. The dr perforated the bag in case the air vent was blocked. However, this was not the case, so he decided to change the complete system.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation,a follow up report will be filed.